Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in california reported that the valve system of an rd900 neopuff infant resuscitator was faulty. It was further reported that the manometer was not operating as intended there was no reported patient involvement.

Event description:
A healthcare facility in (B)(6) reported that the valve system of an rd900 neopuff infant resuscitator was faulty. It was further reported that the manometer was not operating as intended there was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & pakel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: performance testing confirmed that the valves were not turning smoothly. The device was disassembled, and it was found that there was excessive grease on the valve adjustment knob which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p is currently completing a failure investigation into the reported manufacturing issue. The failure investigation will examine the potential root cause of the reported manufacturing issue and provide recommended actions based on the findings. Corrections: d4: original lot/serial number details were for a back fascia. Updated details are for a spare fascia valve assembly returned which had been retrofitted to the device as part of a previous service. H4: updating to date of manufacture for assembly returned.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to infant resuscitator section d2b: product code updated to fmt section d4: model and catalog # updated to rd900aeu section d4: lot number and UDI details were not provided by the healthcare facility section g1: contact person updated to mr. (B)(6) section g4: PMA/510(k) number updated. Method: the complaint rd900 neopuff infant resuscitator was received at fisher & pakel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: performance testing confirmed that the valves were not turning smoothly. The device was disassembled, and it was found that there was excessive grease on the valve adjustment knob which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p healthcare has completed the failure investigation for the reported complaint. As a result, an update to grease application process was performed to avoid the grease catching on the housing.

Event description:
A healthcare facility in california reported that the valve system of an rd900 neopuff infant resuscitator was faulty. It was further reported that the manometer was not operating as intended there was no reported patient involvement.